Event description:
User alleges they had one event of leakage at the bottom of tubing canister into water bath during blood transfusion. Fluid did go to pt. Pt was sent to ICU and closely monitored. No serious outcome.